Event description:
The customer observed a false (B)(6) result for one patient sample tested with the architect anti-hcv assay. The sample initially tested (B)(6). When retested, the sample generated a (B)(6). The sample also tested (B)(6) with another methodology. The final result was reported out as (B)(6) by the customer. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This report is being filed on an international product, (B)(4) that has a similar product distributed in the us, (B)(4). No consequences or impact to patient (B)(4). False (B)(6) result (B)(4).

Manufacturer narrative:
To evaluate analytical sensitivity of this reagent lot, two sensitivity panels (core only panel (panel a) and ns3 only panel (panel b)) were tested. The sensitivity panel values met specifications and the results were in the expected ranges with no (B)(6) results generated. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9041 and hcv 9045). The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix. Lot 07748li00 detected the same (B)(6) bleeds with comparable s/co values for the seroconversion panels. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect anti-hcv assay package insert contains information to address the customer's current issue. Based on the results of the current evaluation, a product deficiency was not identified.